Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that patient fell and landed on his left chest resulting in a change in this right atrial lead position near subclavian entry and lead damage. This lead also presented conditions such as noise, oversensing and high pace impedance. It also presented high pacing thresholds and loss of capture that would have compromised the therapy. No additional adverse patient effects were reported.